Event description:
The customer reported that the ventilator touch screen sometimes has no response. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the front panel fixed the reported issue.